Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the patient arrived in the emergency room with a cold leg on (B)(6) 2026. An aorta with bilateral lower leg angiogram was performed. Left groin access was chosen because of right leg being symptomatic. A 4fr micropuncture kit was used to gain access and a 5 fr x 10cm pinnacle sheath was inserted. An angiogram was performed and it was determined the patient needed thrombolysis. The 5fr sheath was replaced with an 8fr x 45cm destination sheath. Thrombolysis was performed with the inari system. Upon completing thrombolysis, a left groin angiogram was performed and an 8fr angio-seal vip was successfully deployed without incident. The patient was discharged on (B)(6) 2026, in stable condition. The patient arrived in the emergency room again on (B)(6) 2026, with a hard left sided groin. When ultrasound was performed, a pseudoaneurysm was seen over the site of the angio-seal deployment. Ultrasound picture was obtained. Thrombin was injected into the sac of the aneurysm, the bleeding stopped and the patient was sent home in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. One photo was provided showing the pseudoaneurysm. No determination could be made based on the available radiographic image. The cause of the event could not be identified based on the available information. The complaint was confirmed for closure procedural complication. The exact root cause cannot be determined. Review of device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).